Event description:
Journal reference: pilitsis jg, metman lv, toleikis jr, hughes le sani sb, bakay ra, factors involved in long-term efficacy of deep brain stimulation of the thalamus for essential tremor. J neurosurg. 2008;109(4):640-646. Although nucleus ventralis intermedius stimulation has been shown to be safe and efficacious in the treatment of essential tremor, there is a subset of patients who eventually lose benefit from their stimulation. Proposed causes for this phenomenon include tolerance, disease progression, and suboptimal location. The goal of this study was to assess the factors that may lead to both stimulation failure, and less satisfactory outcomes. Reportable event: five of 10 leads placed in the suboptimal outcomes group were noted to have movement of the dbs electrode on intraoperative fluoroscopy. See MFR report # 2182207-2008-08142.